Event description:
The account alleged that the bed exit will not alarm when the right siderail is plugged in. The alarm will set but does not alarm.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.